Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In the initial procedure, the physician attempted to direct stent a taxus express2 3.5x20mm drug eluting stent to the distal right coronary artery (rca), but was unable to cross the lesion. The physician then pre-dilated the lesion with a maverick 3.5x12mm balloon to 7 atms for 20 seconds and successfully deployed the stent. Patient status post procedure was satisfactory. Medications used during this procedure are as follows; heparin, fentanyl, versed and nitroglycerin. The next day, the patient presented with chest pain and an angiography confirmed sub-acute thrombosis at the proximal edge of the new stent. The physician then used a maverick 3.0x15mm balloon to the area and inflated five times. He removed this balloon and inserted a 3.5x15mm voyager balloon and inflated once. A 3.5x 13mm cypher mono drug eluting stent was placed at the site and deployed successfully. A maverick 2.0x20mm balloon was inflated twice before removal. Patient was enrolled in champion drug trial at the time of both procedures. This trial is a comparison of oral plavix versus IV plavix. No patient injuries or complications occurred and patient status was satisfactory.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore, no direct product analysis is available. The manufacturing records for top assembly batch 8488603 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.